Event description:
The distributor reported that on (B)(6) 2010, he has been informed about the event reported in (B)(6) 2010. The distributor reported as per the surgeon that on (B)(6) 2008 an mrh prosthesis has been implanted for the pt. The distributor reported that an xray has been taken on (B)(6) 2010 showing the result of the surgery. The distributor reported that in (B)(6) 2010, the pt returned with pain in her knee as reported by the physician. The distributor reported that an xray has been taken on (B)(6) 2010 and reported that the pictures show a gap (distance) between the fluted stem and the modular rotating hinge femoral component. The distributor reported that per the physician that the pt is having pain and difficulty in motion.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.